Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, when the device was bowed, the cutting wire of the autotome rx 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was intended to used in the bile duct in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on december 14, 2021. During preparation outside the patient, when the device was bowed, the cutting wire of the autotome rx 44 broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of cutting wire broken. The returned autotome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken the proximal side, which was at 5mm from the distal pierced hole. The device was observed under magnification and the cutting wire was broken and blackened. A functional evaluation was not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if the cutting wire was activated before use which may cause premature cutting wire fatigue and compromise the cutting wire's integrity. Not verifying that the cutting wire has exited the endoscope while electrical current is applied and not maintaining direct and constant contact with tissue when applying electrocautery current could also contribute to wire breakage. Also, excessive power may damage the integrity of cutting wire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.